Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No data was provided for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.